Event description:
Device 3 of 3: reference MFR. Report# 1627487-2018-12828. Reference MFR. Report# 3006705815-2018-03257. It was reported the patient experienced ineffective stimulation due to the leads being coiled around the ipg site (confirmed via x-rays). As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced which resolved the issue.